Event description:
Caller states the patient tested 4.5 inr and 1.5 inr on the coaguchek xs plus system no actions taken based on the device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Strips not returned.